Manufacturer narrative:
Trackwise ID#: (B)(4). A lot history record review was completed for lots 3000386206, 3000401623, and 3000398856 the last 3 lots shipped to the account prior to the event/aware date. For lot # 3000386206. There was one (1) ncmr , rework, or deviations documented for the lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot # 3000401623. There were ncmrs , rework, or deviations documented for the lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot 3000398856. There were no ncmrs, rework, or deviations documented for the lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. .

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 rubber piece from the jaws detached inside the evh tunnel during the case and was retrieved. Retrieved with hemapro jaws. Finished case using defective device. No added incisions or time added. No patient harm.